Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in output socket and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation no problem was detected, and related to the new reportable finding found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had incompatible scope error, damaged contact points in the light source and the bottom cover can be slid backwards without lifting the lock. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.